Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 3 closed samples for analysis. The needles of the closed samples received have been analyzed for penetration test and the result is 0.445 n in average in the 1st penetration. This value fulfills the needle specifications of 0.480 n in maximum for the 1st penetration. Reviewed the needle manufacturing records no deviations have been found and the result in penetration test for the needles before releasing the product was 0.404 n. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. As stated in the instructions for use of the product, care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fibre attachment end to the needle point, never at the end where the fibre is attached or the needle point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that the needle tip is blunt. The doctor almost punctures himself but only cut the glove. No more information has been provided.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.